Event description:
A caller reported a rapid decrease in the indicated battery charge, which dropped 15% in a short period of time and reached as low as 5%. There was no adverse impact to the customer¿s blood glucose level reported. Technical support educated the caller on battery best practice tips, instructed them on reconnecting the pump to the power source correctly, and advised monitoring the system. The caller was informed to call back if the issue persists.